Event description:
Catheter broke inside the patient. Surgical removal was required. Small piece of catheter returned.

Manufacturer narrative:
This complaint is not confirmed. We only received 6cm of the distal part of the catheter (from the tip marking just before the 6cm marking). Microscopic examination showed the typical shape (clear surface and 1 side peaked) of a pressure burst. The catheter tube was clotted with a dried red substance (e.g. Blood) just distal that ruptured. This all is indicative for a pressure burst. An investigation of the proximal part of the catheter would be interesting, as well as, if the customer follows the IFU (maintained running infusion or heparin lock), and which size of syringes were used. A production fault could be excluded as each catheter is 100% flow and leak-tested. First complaint for the possible batches.